Event description:
Terumo medical corporation received the following reported information: the angio-seal could not be advanced into the vessel, the event occurred at the entry of the artery. Three devices were attempted to be used on the patient. However, damage on the angio-seal was observed before inserting into the patient. Manual compression was performed and there was no patient contact, harm, or injury.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first event reported, for the second and third event reported with the same device that was used on the same patient see mdrs 3013394970-2026-00220 and 3013394970-2026-00221.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. The distal tip of the sheath was inspected and found to have been deformed. No other damage or issue were noted. The sheath and locator were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was previously requested from the manufacturing facility due to deformation at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.